Event description:
During remote follow-up post paced t-wave oversensing and far field r-wave oversensing which resulted in inappropriate automatic mode switch were reported on the device. Additionally, pacemaker mediated tachycardia (pmt) was also observed on the device. Technical support was contacted and recommended reprogramming the device was to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.